Event description:
Procedure type: colorectal. According to the reporter: at the second firing, the device was put onto the tissue. Green button was depressed, blue light was on. The device could not be fired. The surgeon replaced the cartridge, it could be fired. The cartridge was detached after firing, the device didn't initiate to calibrate, blue light kept on lighting. Operating time extended: less than 30 mins. Additional tissue resection: no. Tissue damage: no. Nothing fell into the cavity. No bleeding.

Manufacturer narrative:
(B)(4).